Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer loaded a new cartridge successfully. Reportedly, the customer's blood glucose level was 345 mg/dl, and was addressed with a correction bolus.